Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the medical records provided, it was reported that the patient experienced a broken ring which was partially explanted, no mesh was explanted. While it was reported the patient experienced a ring break, during the implant procedure it was noted that the composix kugel mesh was cut. The warning section in the instructions-for-use states "do not cut or reshape the bard composix kugel hernia patch , as this could affect its effectiveness. Care should be taken not to cut or nick the posiflex monofilament." Without having the sample returned for evaluation the allegation of a broken ring can not be confirmed and the reason for the alleged break can not be determined. A manufacturing review was performed which found no manufacturing anomalies during the manufacturing process. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The subject product is part of the composix kugel recall the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2002 - the patient was diagnosed with a ventral incisional hernia and underwent ventral incisional herniorrhaphy with implant of a composix kugel hernia patch. Per operative notes "initially it was thought that preperitoneal placement of the mesh could be possible, however, because of the extensive scarring and thinness of the peritoneum, this was not possible. An 8 x 10" composix kugel patch was inserted; a keyhole deformity was made in the lateral aspect, so that the ileal conduit fit nicely through it without impingement." On (B)(6) 2016 - the patient was diagnosed with foreign body of abdominal wall and underwent removal of the bard composix kugel retention ring only. Per the operative report details "the palpable foreign body was easily identified and delivered into the operative incision. Again, visually this did appear consistent with a fractured retention ring from a kugel mesh patch which had been implanted for a hernia repair approx 10 years ago. The retention ring was grasped with kocher clamp and it slid out quite easily. However, inspection of the ring revealed it was estimated to be the only portion of what would expect to be the total length. The portion removed, which was approximately 30cm in length, was removed from the field and sent to pathology for documentation." Based on the operative details it appears the mesh was not excised and only a portion of the ring was removed.